Manufacturer narrative:
It was reported that the device was explanted (date not reported) due to extrusion of the receiver-stimulator. The patient was re-implanted with another cochlear device during the same surgery. This report is submitted on (B)(6) 2020.

Event description:
It was reported that the device was explanted (date not reported) due to extrusion of the receiver-stimulator. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on 5 june 2020.

Event description:
Per the clinic, the patient experienced an infection at incision site. Subsequently the patient underwent revision surgery to treat infection and was administered IV antibiotics.

Event description:
Additional information: per the clinic, it was reported that the patient was treated with oral & topical antibiotics (specific date and duration not reported) due to infection as previously reported. It was also observed a slightly erythematous lesion on (B)(6) 2020 at the incision site which was treated with silver nitrate cauterisation. However, the issue could not be resolve and the patient was hospitalized (specific date and duration not reported) and underwent an incision and drainage procedure (specific date not reported) under general anaesthetic. It was also reported that the patient underwent a reconstructive flap surgery on (B)(6) 2020.